Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a right ventricular (rv) lead revision procedure, loss of capture was not identified during the automatic threshold test. This resulted in a prolonged episode of asystole in this pacemaker dependent patient. During the follow-up, it was confirmed that the device and rv lead were functioning appropriately. No additional adverse patient effects were reported.